Event description:
Patient reported "hip separation" and was inquiring if we had access to her original implant part numbers as she noted she requires a revision but surgeon will not perform without original implant information. Patient noted she fell out of a chair and the cup is "way up and ball way down". Patient stated primary surgery was done approximately 1998 and stated the hospital and surgeon no longer have any medical records as they were destroyed after 10 years.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.